Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. The peristaltic head tubing (rohs) (part number 7-35009685-01) was replaced and determined to be the likely cause for the bubbles and discrepant results. A product deficiency was identified, the current peristaltic head tubing (rohs) (part number 7-35009685-01) requires the end fitting to be aligned in a specific way to allow for correct installation on the instrument. It was determined that currently there are no instructions for the supplier (diba) to correctly align these fittings in manufacturing. Although it is unknown if the tubing associated with this complaint was impacted or was in any way assembled incorrectly, it was determined that this event is related to the deficiency.

Manufacturer narrative:
Expanded internal testing was conducted on peristaltic head tubing (pht (7-35009685-01)) of different twist angles over a period of six-month simulated testing. Testing neither demonstrated increased wear or damage to the tubing, nor difficulty in creating a vacuum leading to aspiration issues. Within-run precision and carryover testing on multiple assays was within acceptable limits. Testing did not demonstrate impact to results or rupture of tubing leading to leaking for all twisted tubing angles. Therefore, the expanded investigation concludes the pht connector mis-alignment was not causative to this event. The expanded investigation also found no hazard is expected to occur due to a misalignment of the peristaltic head tubing connectors and there's no potential impact for biohazard, electrical, physical or chemical exposure. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the peristaltic head tubing (part number 7-35009685-01).

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated creatinine results on the architect c16000 analyzer. The following data was provided: (B)(6) initial 8.8 mg/dl, repeat 0.8, 0.9 mg/dl. There was no impact to patient management reported.